Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "deflation."

Event description:
Patient reported a "deflation" for an unknown side. Device has been explanted. Manufacturer of the device is unknown.